Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized on (B)(6) with minor diabetic ketoacidosis (dka), sever dehydration and high blood pressure. Patient was put in the intensive care unit for one day and regular room after because patient¿s blood glucose levels were rising and dropping and very frequently and could not get control of patient¿s blood glucose levels. Patient was given lesinapro, potassium and intravenous medication. Patient was released from the hospital on (B)(6). Patient states that pod was not worn on those days and was using sample sizes of insulin from the pharmacy to try to keep in treatment until new pdm arrives. Patient stated that on the day the needle did not fire, thus, the needle mechanism did not deploy as intended during activation. Patient lost the pod so device is not available for return.